Manufacturer narrative:
Event took place in united kingdom. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). The outer sheath concertinaed up the needle shaft when placing a erectus spinae block.

Event description:
Irn# (B)(4). The outer sheath concertinaed up the needle shaft when placing a erectus spinae block.

Manufacturer narrative:
Event took place in united kingdom. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.